Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened racepacks. Analysis and results: there are three previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received two closed samples for analysis. Checked these two closed samples received and both already have the needle detached from the thread. Final conclusion: taking into account that the samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: a corrective action is opened in order to avoid this kind of incidents in the future: (B)(4).

Event description:
Country of complaint: egypt. It was reported that the needle detached from the thread.